Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent robotic assisted diagnostic laparoscopy, laparoscopic lysis of adhesion and laparoscopic repair of cystotomy on (B)(6) 2013 due to sui and pop. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient had a gynecological procedure in order to treat stress urinary incontinence, uterine prolapse ( anterior wall defect) and mesh was implanted. It was reported that the patient had a concurrent procedure of a transvaginal hysterectomy performed during mesh implantation. It was reported that following insertion, the patient experienced vaginal pain, recurrent incontinence, dyspareunia and protrusion of mesh through the vaginal wall. It was reported that the patient underwent mesh removal on 06/12/2012 due to mesh protruding from the anterior vaginal wall. No additional information was provided. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and a mesh was implanted. It was reported that the patient experienced pain, erosion of internal bodily tissue, urinary tract infection and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.